Event description:
During use of the mc3 crescent cannula (28fr) a minor air event occurred. Nurses were able to visualize a crack in the cannula and they used bone wax to repair the crack. Use of the cannula was continued. There were no adverse patient effects as a result of this issue. The cannula was inserted in the left subclavian on (B)(6) 2021, air event occurred on (B)(6) 2021. Reported to mc3 on 05-aug-2021. Device not returned for evaluation/investigation.

Manufacturer narrative:
This patient was cannulated in a non-indicated vessel (subclavian). Per the IFU indication for use statement, the crescent jugular dual lumen catheter should be used via the jugular vein. Multiple places in the IFU warn to never kink the catheter in the wire reinforced section, never use a catheter that has been kinked as it may result in mechanical failure of the catheter, and that if a catheter kink results in permanent deformation or damage, the catheter may need to be replaced. Additionally, the IFU warns that circuit lines should be managed to reduce catheter flexing or migration. This product problem was previously reported under report 3011468686-2021-00009, product problem #2, reported on 31-aug-2021.